Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The model listed in the pli is a representative, as there is no specific model listed with specific details/complaints. Possible models for this manufacturer are: 5076; 5568; 4076; 5086; icm08jb. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The gender of the baseline characteristics is male and the baseline age is (B)(6) years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿straight screw-in atrial leads ¿j-post shaped¿ in right appendage versus j-shaped systems for permanent atrial pacing: a safety comparison.¿ pace 2011; 34:325¿330. Doi: 10.1111/j.1540-8159.2010.02986. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding atrial leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. The article reports that there were lead displacements/dislodgements; leads with loss of pacing and/or sensing; and failed implant attempts. There was also one patient with chest pain due to pericarditis, which was treated with anti-inflammatory therapy. There was also one patient who had ¿sustained¿ atrial fibrillation (af) which was treated with drug cardioversion. There was one patient who had pneumothorax due to migration of the lead which led to perforation and was drained. The leads were repositioned by surgery. One lead had detached from the appendage and was repositioned via femoral access. One of the newly repositioned lead had become dislodged again, and was removed. Five months post-implant, one lead was removed due to an unknown reason. The status/location of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.